Event description:
It was reported that the 9900 system had poor image quality with dark grainy images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ccd camera and the isd board were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.